Manufacturer narrative:
Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer. Patient product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3888-33, lot# j0417938v, implanted: (B)(6) 2004, product type: lead. Product ID: 3888-33, lot# j0417938v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s stimulator stopped working the night prior to the report. It was noted that the patient¿s implant was on his side. It was further noted that the ¿physician said the patient¿s device might be low because he was implanted in 2004.¿